Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿the patient was not maintaining hygiene¿ (no further detail was provided). The patient was hospitalized for the event on the same day as onset and started treatment with injection cefepime, 250mg, intraperitoneally and fluconazole, 400mg, tablet. At the time of this report, the antibiotic treatments were ongoing. Three days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.